Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the frame is bent beyond use.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the frame was bent on the foot section of the bed, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the frame is bent beyond use.